Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex and vagina did not feel normal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ heavy bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder/urinary problems- uti"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("pain lower left abdomen") and vulvovaginal swelling ("vaginal swelling (when I had sex)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, back pain, metrorrhagia, menorrhagia, urinary tract infection, alopecia, fatigue, headache, hormone level abnormal, gastrointestinal disorder, nausea, vaginal haemorrhage, abdominal pain lower and vulvovaginal swelling outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: patient received treatment for dyspareunia,apareunia, pelvic pain, abdominal pain, back pain, metorhagia, menorrhagia, general abnormal bleeding, bladder/urinary problems,hair loss, fatigue, headaches, hormonal changes, gi conditions, nausea diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received : reporter added. Events added- vaginal haemorrhage, abdominal pain lower, vulvovaginal swelling. Outcome of event ¿abdominal pain, dyspareunia¿ updated to ¿recovered / resolved¿. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems- uti"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, menorrhagia, urinary tract infection, alopecia, fatigue, headache, hormone level abnormal, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient received treatment for dyspareunia,apareunia, pelvic pain, abdominal pain, back pain, metorhagia, menorrhagia, general abnormal bleeding, bladder/urinary problems,hair loss, fatigue, headaches, hormonal changes, gi conditions, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events dyspareunia (painful sexual intercourse), apareunia, pelvic pain/chronic, abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, metrorrhagia (bleeding between periods), bladder/urinary problems- uti, hair loss, fatigue, headaches, hormonal changes, gi conditions, nausea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.